Event description:
It was reported that the jetstream became stuck to the thruway guidewire. A jetstream 1.6 sc atherectomy catheter was selected for percutaneous transluminal angioplasty treatment from the right common femoral artery to the superficial femoral artery. The procedure was done at a crossover, and the cia bifurcation was steep. The lesion was reported as 100 percent stenosed with severe calcification and tortuosity. During the procedure, the lesion part was ablated; however, during attempt to remove the jetstream catheter it was stuck with the thruway guidewire. The surgeon removed the whole system together, and the thruway and jetstream were able to be unstuck outside the body causing the thruway to become deformed. The procedure was completed with an another of the same device without sequelae.

Event description:
It was reported that the jetstream became stuck to the thruway guidewire. A jetstream 1.6 sc atherectomy catheter was selected for percutaneous transluminal angioplasty treatment from the right common femoral artery to the superficial femoral artery. The procedure was done at a crossover, and the cia bifurcation was steep. The lesion was reported as 100 percent stenosed with severe calcification and tortuosity. During the procedure, the lesion part was ablated; however, during attempt to remove the jetstream catheter it was stuck with the thruway guidewire. The surgeon removed the whole system together, and the thruway and jetstream were able to be unstuck outside the body causing the thruway to become deformed. The procedure was completed with an another of the same device without sequelae. Additional information provided device lot number.